Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 25 april 2017. The fse adjusted the bf wash probes for proper cup bottom wash residual. The engineer cleaned the detector and adjusted the sorter for cup drop error. Calibrations and precision tt3 were run with no reported issues. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the alignment

Event description:
On (B)(6) 2017 a customer reported the sorter was dropping cups and not recognizing trays with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c, e2 and ipth patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.